Manufacturer narrative:
This report is submitted on november 27, 2019.

Event description:
Per the clinic, the patient developed a bone infection and the device was subsequently explanted on (B)(6) 2019. The patient is receiving oral antibiotic treatment for the bone infection.

Manufacturer narrative:
This report is submitted on 06 january 2020. (B)(4).